Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one versaport plus . This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Functionally, the obturator was inserted into the trocar with no binding or difficulty. The instrument was applied to test media; the shield retracted and the knife blade cut cleanly and completely through the media, allowing the cannula to pass through. The trocar passed an air leak test. The file was concluded to be tested satisfactorily. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4). Additional information was requested however no further details regarding patient, product or procedure were provided by the reporter.

Event description:
According to the reporter; the instrument seal did not function properly. The difficulty did not result in unintended colostomy, formal laparotomy, re-operation etc. There was no unanticipated tissue loss. There was no irreversible tissue damage. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No device fragment was left in patient. It has been provided that there is no additional information available. No further information will become available.